Manufacturer narrative:
(B)(4). Concomitant medical products: rlt351414/13474432 and plc181000/15594164. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, and surgical conversion.

Event description:
On (B)(6) 2017, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2017, the patient was diagnosed with ischemic colitis. The physician was attempting to reintervene on (B)(6) 2017, but the procedure images revealed the ischemic colitis had resolved itself due to a distal type I endoleak feeding into the aneurysm sac from the plc271200/15585476 device. During the imaging evaluation, the physician noticed the left testicle had died. The physician intervened and removed the left testicle. On (B)(6) 2017, the endoleak was continuing to fill the aneurysm sac (amount of aneurysm sac enlargement is not known). The physician reintervened and performed an open repair and explanted the gore® excluder® aaa endoprostheses. The devices were destroyed at the hospital. The endoleak was resolved. The patient tolerated the reintervention.